Event description:
It was reported that this right ventricular (rv) lead dislodged, which led to a heart wall perforation. A revision procedure was performed and the lead was repositioned successfully. No additional adverse patient effects were reported.